Event description:
The customer reported the coulter hmx hematology analyzer with autoloader instrument generated excessive nucleated red blood cell (nrbc) flags and erroneously high mean cell hemoglobin concentration (mchc) test results on two pt samples. In addition the customer suspects the complete blood count (cbc) lyse reagent is defective. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Sample collection, storage or handling info was not provided. Samples were rerun to confirm accurate back to the last acceptable control run. Controls were run before but not after this incident. Quality control is run once per day. Per conversation with the customer; the lyse reagent was replaced, performed pre-calibration instrument bleaching and performed instrument calibration. Per beckman coulter inc. (Bci) labeling: use all the flagging options (suspect, definitive, high/low, parameter codes and your laboratory's flagging criteria) to optimize the sensitivity of the instrument results. Do not single out one system message or output, such as a histogram or scatterplot, to summarize the specimen or pt's condition. Service was dispatched. The instrument is currently running within quality control specifications. The field service engineer (fse) instructed the customer to replace the complete blood count (cbc) lyse reagent and monitor result recovery. Based on the available info the root cause is unk. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events.